Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review /investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 07.702.016s, lot: 1b53380, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 02 february 2021, expiration date: 01 february 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a percutaneous vertebroplasty (l4) treating centrum fracture. During mixed up monomer liquid and polymer powder in the mixer, the mixer handle became immovable and unable to finish mixing. The surgery was completed successfully within 30 minutes delay. The patient condition was stable. This complaint involves two (2) devices. This report is for (1) vertecem v+ cement kit. This is report 2 of 2 or complaint (B)(4).